Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging cancer and type ab malignant thymoma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third- party service center for further investigation. During the evaluation, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings, dust was observed. The device's logs were downloaded and there was no error found. The third-party service center could not confirm the customer's allegation, contamination was not observed and the unit got corrected.